Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had opened wrong pocket due to incorrect settings for the medication. A technical support specialist found settings in facility formulary return option set for the affected medication is "return to internal bin" and not "return to stock" caused by drawer failure. A technical support specialist informed to customer to change the return option to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the device had opened wrong pocket when return to stock is selected. Th customer reported that there was no delay to patient care since the user was able to remove the medication from another station. The affected medications were 2mg/2ml vials (8726) & misoprostol 200mcg. There were no adverse events or injuries reported based on this event.